Event description:
It was reported that the patient had an inflatable penile prosthesis explanted and replaced due to difficulties to pump had leakage from the wound 8 to 10 weeks post implant. The patient noticed that a portion of the implant was able to be seen through their stomach, exposing wound to an infection. Further information was requested and not yet received. Should additional relevant becomes available , a supplemental report will be submitted.